Event description:
Note: this report is one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02347 for the other associated device information. It was reported to boston scientific corporation that two wallstent biliary stents were used during a dilatation procedure performed on (B)(6) 2010. According to the complainant, the physician wanted to implant two stents in a patient suffering from cholangiocarcinoma and pancreatic cancer. The physician attempted to place the first stent (the subject of MFR. Report # 3005099803-2010-02346) in the proximal common bile duct (cbd), but faced difficulty crossing the duodenal and then once in position the stent failed to deploy. The physician applied "a lot of pressure", but the stent failed to deploy so, the device was removed from the patient. The physician attempted to advance another wallstent (the subject of MFR. Report # 3005099803-2010-02347), but faced similar difficulty crossing the duodenal. At this point in the procedure, the medical team had difficulty keeping the patient sedated and decided to abort this attempt. Removal of the device was difficult and removal attempts caused the stent to prematurely deploy into the proximal end of the duodenal. A snare was used to remove the stent from the patient. The patient's anatomy was reported to be very narrow which possibly contributed to this event. The patient was sent for surgery to do resection/anastomosis. Attempts to obtain additional information regarding the results of the surgery and patient condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
Note: this report is one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02347 for the other associated device information. It was reported to boston scientific corporation that two wallstent biliary stents were used during a dilatation procedure performed on (B)(6) 2010. According to the complainant, the physician wanted to implant two stents in a patient suffering from colangiocarcinoma and pancreatic cancer. The physician attempted to place the first stent (the subject of MFR. Report # 3005099803-2010-02346) in the proximal common bile duct (cbd), but faced difficulty crossing the duodenal and then once in position the stent failed to deploy. The physician applied "a lot of pressure", but the stent failed to deploy so the device was removed from the patient. The physician attempted to advance another wallstent (the subject of MFR. Report # 3005099803-2010-02347), but faced similar difficulty crossing the duodenal. At this point in the procedure, the medical team had difficulty keeping the patient sedated and decided to abort this attempt. Removal of the device was difficult and removal attempts caused the stent to prematurely deploy into the proximal end of the duodenal. A snare was used to remove the stent from the patient. The patient's anatomy was reported to be very narrow which possibly contributed to this event. The patient was sent for surgery to do resection/anastomosis. Attempts to obtain additional information regarding the results of the surgery and patient condition have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device was returned in 2 sections as the shaft had been dissected. The stent was partially deployed and had moved distal to the tip. The distal stent wires were damaged and a kink was noted in the stent at 20mm from its distal end. The clear outer sheath had tears in a spiral formation proximal to its distal end. Bending and kinking of the shaft was noted at various locations. During analysis, there was no issue in movement of the outer sheath of the proximal section of the device. The inner lumen was withdrawn from the distal section of the outer sheath and was kinked. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4) - no code available(surgery).the device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.